Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Cause was not known. Reportedly the customer lost consciousness. The customer¿s parent assisted the customer by lifting them up from the ground and helping address the low bg by consuming carbohydrates. Reportedly, the customer broke both ankles when they fell. Recommendation was made to consult with a healthcare provider regarding diabetes management.